Event description:
In 2004, this patient was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. In 2005, an aortic extender component was implanted to address a proximal type I endoleak. The endoleak resolved, and the patient is stable with no further complications

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.